Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a recurring replace battery now alarm . The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had a replace battery now alarm without a low battery alert warning. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement and displacement test. No battery alert noted during testing.